Event description:
It was reported that the user received insulin occlusion alerts on an iLet with a Contact Detach infusion set shortly after a full supply change, except the cartridge, and blood glucose readings were high on the CGM; the user could not confirm with a fingerstick, and the agent guided a repeat supply change that resolved the alerts, with glucose trending down afterward despite a temporary pump disconnection for battery charging. Symptoms included hyperglycemia without reported ketones, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of back-up therapy, no medical intervention, and no need for assistance. Investigation included troubleshooting and education with review of alerts and guided replacement of infusion supplies. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved after supply replacement, with no device malfunction identified on the pump; battery depletion prompted a short disconnection that may have delayed glucose recovery. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.

Manufacturer narrative:
Initial.